Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid ( unknown concentration at 0.04997 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's incision opened up and started to get infected. It was noted the patient was in the hospital. The event date was noted as about 3 days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2019. It was reported that the patient's pump system was removed due to the infection. No further complications were reported.